Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. As received, the electrode belt failed incoming functionality testing. Upon investigation the electrode belt trunk cable connector was severed and missing. The root cause for the missing trunk cable connector was physical abuse.

Event description:
During servicing into an electrode belt that was returned for investigation into a patient's death, a reportable device malfunction was found. The electrode belt failed incoming functionality testing. The device failure did not cause or contribute to the patient's death as the patient was not wearing the device at the time of passing.